Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged power connector was confirmed with the returned system controller (serial # (B)(6) visual inspection confirmed the locking nut is fractured with a large portion missing on the white power cable. No other significant visual observation. A root cause that attributed to the damaged connector could not be determined during analysis; however, a connector nut material change was implemented to improve the connector. The returned system controller was manufactured prior to this change. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6) was shipped to the customer on (B)(6)2015. Heartmate ii lvas IFU, heartmate ii patient handbook (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. Heartmate ii lvas IFU (section 6, 8), heartmate ii patient handbook (section 4, 6) contains important cautions and information on general equipment care, storage, and management. Heartmate ii lvas IFU , heartmate ii patient handbook, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a routine log file review. The patient's controller was changed due to cracks in the power cables.